Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 04-jun-2024, it was reported that the patient faced infusion set cannula was crimped within 3 3 hours of insertion abdomen, which caused the patient blood glucose elevated to 324 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.